Manufacturer narrative:
The reported complaint of the autopulse platform (serial # (B)(4)) displayed user advisory - "ua41" (patient temperature sensor failure) error message upon powering on was confirmed during initial functional testing and archive data review. The investigation finding revealed that the root cause of the reported ua41 error was due to a damaged temperature sensor in which is likely attributed to wear and tear. The autopulse platform was manufactured in december 2014 and is over 5 years old, has reach its expected serviceable life of 5 years. Unrelated to the reported complaint, a cracked top cover, front and bottom enclosures were observed on the returned autopulse platform during visual inspection. These types of physical damages are likely attributed to mishandling. The top cover and enclosures needs to be replaced to address these damaged covers. During archive data review, multiple ua41 (patient temperature sensor failure) were identified on the 5/4/2020, thus confirming the reported complaint. Also, unrelated to the reported complaint, multiple fault code 28 (clutch malfunction) were also observed. To address the fault code error, a defective power distribution board (pdb) need to be replaced. The initial functional testing of the returned autopulse platform failed due to "ua41" displayed upon powering on. To remedy ua41, the temperature sensor identified during service evaluation need to be replaced. Awaiting customer's approval on the service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 41" (patient temperature sensor failure) error message upon powering on. The ua41 could not be cleared by the user. Per user, the autopulse was placed on a hard floor when ua41 error message occurred and the autopulse platform was stored in an air conditioned ambulance. No patient involvement.